Manufacturer narrative:
DHR check was not possible to perform since no product lot number was provided. Tend analysis was not possible to perform as no product reference number was available. The compatibility check could not be performed as no product information was provided. Review of incoming information: no clear event reported. A technical investigation was not possible to be performed, as the device is not at hand for investigation. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
This case was reopened on june 7, 2016 to enter additional information which had been received on may 17, 2016. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 54/48 code n on an unknown side on (B)(6) 2008. The patient was revised on (B)(6) 2012 due to unknown reasons.

Event description:
The patient is pursuing a product liability claim arising out of the use of an unknown zimmer product. The event is unknown, since the exact date of event was not reported, it will be entered as the date of the application from the claimant ((B)(6) 2015).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).